Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient experienced a missing sensor wire. After sensor failure, patient removed sensor. Upon sensor removal, patient noticed that the wire was missing. No medical intervention was required.